Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented for elective surgery. The 90% stenosis, eccentric, 12 mm x 2.25 mm, target lesion containing a <45 degree bend was located in the non-tortuous, mildly calcified mid circumflex artery. After pre-dilatation, a 28 x 2.25 mm promus element plus stent was deployed at 8 atmospheres in the target lesion. After post-dilatation was performed, 0% residual stenosis and timi flow 3 was observed. Three days later, the patient was discharged. In (B)(6) 2013, coronary artery restenosis was noted.